Event description:
Customer reported imprecision with accu tni (troponin I) test results was obtained for six patient samples when using the access 2 immunoassay system. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples are tested in duplicated for troponin. Quality control (qc) for troponin was within the customer's established ranges prior to the erroneous results. No errors or flags were produced in association with this event. Earlier in the day the system check failed several times, until the customer put on a brand new set of aspirate probes. Then the system check passed. A system check met specifications on (B)(4) 2010. Patient accutni samples that resulted >0.03 ng/ml from (B)(6) 2010 were repeated and were reproducible. The customer also reported a problem with ck-mb (creatine kinase). No other cardiac tests were run with the patients as the ck-mb qc was outside of range and the calibration would not pass. This issue was documented in MDR 2122870-2010-00240. Service was on site (B)(4) 2010 and found bubbles in the wash pump. Reassembled the wash valve and pump and verified proper operation. No hardware issues were noted. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.